Manufacturer narrative:
The airo system was inspected by the product distributor ((B)(4)), and the system data logs were reviewed by the distributor and manufacturer (mobius imaging). During the initial inspection of the system, the gimbal rotation proximity sensors and one of the actuators were found damaged. The review of the system logs showed an intermittent change in the orientation of the gimbal/scan direction during the scan in question. Upon further investigation, it was determined that a manufacturing error led to this malfunction. The gimbal rotation proximity sensors and actuators were found to be incorrectly assembled into the gimbal, which caused one of the actuators to come in contact with, and damage the sensors, causing the incorrect sensor to become activated intermittently. When the incorrect sensor became activated during the reconstruction of the scan, the system thought that the scan was run in the opposite direction compared to the actual scan direction, and applied the incorrect directional markers (foot/head and right/left) to the scan. The airo system was repaired. The factory log files from all airo systems were reviewed for evidence that other sensors and actuators were incorrectly installed, and no evidence was found to indicate any other airo systems were assembled incorrectly. Preventative action(s): to prevent the incorrect assembly of the gimbal rotation proximity sensors and actuators from occurring again, the proximity switch actuators and their respective mounting parts will be separated into sub-assemblies with discrete assembly procedures, with identifying labels to distinguish the correct mounting position; and the airo final assembly procedure will be updated to clearly show the correct mounting/installation position of the sensors and actuators, and have a step in the procedure to double check position.

Event description:
The customer reported that during a double-sided si-screw-placement with the airo, the orientation markers on the image (foot/head and right/left) were incorrect (reversed) for the 2nd of 3 scans. The surgeon wanted to optimize one of the screws, but because of the wrong orientation shown on image #2, the surgeon initially started to remove the incorrect screw. They realized the error immediately and put the screw back in the same hole. There was no adverse impact to the patient.